Manufacturer narrative:
H.3 and h6.- the factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The defibrillator failed to power up via battery power. There was no report of pt involvement.